Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2021 wherein physician explanted l5 lead successfully but had difficulty while attempting to explant s1 lead. Hence, s1 lead was cut and left implanted. This addressed the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 1627487-2021-1285. It was reported the patient was not receiving effective stimulation. Surgical intervention may take place at later date to address the issue.